Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a cuff leak during patient use. There was no reported patient harm/adverse event.

Manufacturer narrative:
Two used devices were received for evaluation. Functional and visual tests were done, the reported issue was duplicated. A leak was identified on the at the pilot balloon of sample 2. The root cause of the issue was a solvent application error. A review of the device history record (DHR) indicated that all inspections were completed during manufacture, and no issues had been noted at that time.